Event description:
Info received indicates the right head siderail will not stay latched due to a broken release arm which is misaligned.

Manufacturer narrative:
The technician replaced the siderail release arm to repair the bed.